Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 4000 c (311) stand alone system after an engineer had been on site on (B)(6) -2018. Issues were seen with patient results, calibration and controls. There were abnormal sample probe aspiration errors occurring. The customer provided data for a total of 7 patient samples. Of these samples, one sample had an erroneous result for alb2 albumin gen.2, a second sample had an erroneous result for ise indirect na for gen.2, and a third sample had an erroneous result for ise indirect cl for gen.2. The erroneous results were not reported outside of the laboratory. The first sample initially resulted with an alb2 value of 2.5 g/dl, which repeated as 50.2 g/dl. The second sample initially resulted with an na value of 160 mmol/l, which repeated as 138 mmol/l. The third sample initially resulted with a cl value of 80 mmol/l, which repeated as 99.9 mmol/l. No adverse events were alleged to have occurred with the patients. The alb2 reagent lot number and expiration date were asked for, but not provided. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer checked pump pressure and wash levels; all were good. He flushed a sample syringe line. He checked the sample probe pressure sensor for contamination and it was ok. He flushed the probe line. He replaced the sample probe and checked alignment. He ran mechanism checks and all were ok. Precision studies were performed but triglyceride and cholesterol tests had values that were not within specifications. Calibration also failed on numerous tests. The engineer was on site again checking all aspects of probe alignment, washing, and other functions several times. Calibration and controls are ok, but precision testing constantly fails for triglyceride and cholesterol tests.

Manufacturer narrative:
The field service engineer replaced a vacuum pump and three valves. After this, the customer had no further issues. The investigation determined that the issue was resolved by replacement of the pump and valves.